Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 557 mg/dl. Customer thought changing the infusion set would resolve the elevated bg. However, customer declined tandem technical support's offer to perform a pump system check. No additional information regarding the event was provided.